Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of four photos, the following was observed: the first and third photos show a box of product code (B)(4) and a damage could be observed. The second and fourth photos show the tyvek from top view and a slightly damage could be observed upper of expiration date. Also, appears to be what the sterility was not compromised. It belongs to lot # (B)(4), exp. Date: 2024-12-31. Based on the photos the event describes of packaging damaged is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the (B)(4) device was returned inside its package unopened and the secondary package. Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside. The primary packaging was found to be with no damage. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, at the receipt of the device, the secondary packaging and the blister were damaged. The sterility was altered. There were no patient consequences reported.